Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing interference and noise were noted. Ventricular short interval count (v-sic) equalling 9.5 counts on average/day, in 63.06 days, between (B)(4)-2011 was found.

Event description:
It was reported that oversensing was observed during a device check and the sensing integrity count was higher than expected. A review of the clinical data noted the oversensing occurred after programming from an integrated bipolar configuration to a true bipolar configuration. It is not known whether the device was reprogrammed again following the oversensing. The device remains in service. No patient complications were reported as a result of this event.